Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding unable to calibrate fiber-optic sensor alarm / unable to update timing alarm / battery will not charge. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields are d10-concommitant device, e1-event site telephone, e1-event site state, h6-medical device problem. Updated fields are b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Dj, a respiratory therapist in the ICU, who requested assistance for an unable to calibrate alarm on a balloon pump. Dj stated that no numeric values were displayed on the pump and mentioned that the patient had recently been placed on ECMO. Upon reviewing a screenshot, dj was instructed to switch the arterial source to the transducer. After switching, he was able to successfully zero the system, and appropriate waveform and numerical values were displayed. Dj then reported an unable to update timing alarm. The alarm behavior was reviewed and explained. Dj was advised to switch the pump to semiauto mode with ECG trigger to help reduce the alarm occurrence. It was explained that if the ECG leads became unreadable or disconnected, the pump would enter standby mode. Dj also mentioned that a previous pump had intermittently operated on battery power despite being connected to ac power. He was instructed to place the pump into rescue configuration and then return it to hybrid configuration. Dj stated that he would call back if the pump switched to battery power again. Dj was provided with direct contact information and encouraged to call with any additional questions or concerns. He expressed appreciation for the assistance provided. No callback was received during the remainder of the shift.

Event description:
N/a.